Event description:
On (B)(6) 2011, the reporter claimed the animas pump leaks when a bolus is given. Troubleshooting come not be completed because the reporter was in a rush to get to a doctor appointment. The animas representative made several attempts to contact the reporter but was unable to reach the patient for further information about the defect. There was reported patient impact associate the issue. This complaint is being reported due to the alleged pump leakage issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a bolus was performed with no leakage from the pump observed. The cartridge was not returned with the pump for investigation. There was no evidence of moisture noted inside the cartridge compartment. The complaint regarding the pump leaking could not be confirmed or duplicated during testing.